Event description:
Surgical services staff reports when using a ligaclip applier (contained in a custom pack made for our hospital by cardinal health) the applier worked correctly upon initial use, then failed on the second use. It simply would not fire the clip. Applier removed from service, new device obtained, and procedure finished with no further issues. No injury to patient.